Event description:
Pt, mentally challenged, history of cerebral palsy, with malfunctioning feeding tube (p.e.g.). Admitted for reinserting of peg tube. During early morning hours apparently got head/neck between upper siderail and mattress. Airway compromised, found pulseless. Resuscitated and placed on ventilator in ICU. Ventilator discontinued 48 hours later by father. Expired.